Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue cap of a minicap transfer set was found disconnected inside the device packaging. This was discovered before use of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The actual sample was returned in an unopened pouch. A visual inspection was performed with the naked eye. Visual inspection identified a loose blue pull cap. The reported problem was verified. An assignable cause could not be determined. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.